Event description:
Ous MDR - it was reported that one (B)(6) 2012, this pt had an MRI. After the MRI, the device showed it was at eri. According to the hospital, the pt failed to mention the ICD when the hospital staff asked. The pt did complain of feeling something strange during the MRI, so the process was stopped and that is when the staff found the ICD. When the device was interrogated, it was found there had been 2 shock charge events without therapy, the device was in back-up mode and no measurement tests could be performed. No problem was found with the pt's myocardium. The device was explanted and replaced one week later.

Manufacturer narrative:
Ous MDR.